Event description:
Follow-up information indicated the patient's ipg was explanted and replaced with another manufacturer's device. Date of explant and replacement was unable to be provided.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the patient underwent surgical intervention to have their ipg replaced. The date of the surgery is unknown at this time.